Manufacturer narrative:
It was reported that the cannula (needle) would not retract back into the system prior to use. The physician re-flushed the device; however, the cannula still would not retract back into the catheter. Subsequently, the device was not used. This complaint is being reported because, had the malfunction occurred inside the patient, it would be a reportable malfunction. At this time, there is not enough information to draw a clinical conclusion between the device and the reported complaint. The actual product was returned for evaluation and testing. The cannula of the catheter returned could not be retracted. The reported event was confirmed. Lhr review performed could not determine a manufacturing root cause.

Event description:
The information received from the field states that the needle of the device would not retract back into the cto system. This event occurred during prepping the device. The product was not clinically used in the patient.